Manufacturer narrative:
B3: unknown; no information has been provided to date. D4: customer provided lot number "4470942." However, this number is not a valid lot number. Section e: an email was received from an infusion sales specialist forwarding a complaint from dennis oneil of froedtert. No other information provided. H3: neither samples nor pictures were received for the analysis of this complaint no device history record was reviewed since lot number was not provided. Complaint for the failure mode "a0282 - leaking" could not be confirmed by investigation as no samples nor pictures was provided by the customer. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that there was a leaking cassette with the cadd solis vip pumps. There was leaking in tubing, patient noted leaking, stopped infusion, changed tubing, restarted and completed bag. Patient threw away bad tubing and used another one. The event occurred while in use with patient. There was no patient harm/adverse event reported.